Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of filter strut(s) beyond the wall of the inferior vena cava (ivc) with multiple struts perforating the surrounding tissue/organs. The patient reported becoming aware of perforation outside the ivc, approximately nine months post implant. The patient also reports chest pain and shortness of breath. According to the medical records the indication for the filter implant was deep vein thrombosis (dvt) of the left lower extremity, extending from the femoral vein down to the popliteal vein, in a patient that was status post colectomy, two weeks prior, for early stage colon cancer. The post-op phase was complicated by abdominal pain and renal failure. The patient experienced significant intraperitoneal bleeding due to anticoagulation and required re-exploration. The patient was noted to be on mechanical ventilatory support and prolonged bedrest. The filter was placed via the right common femoral vein through a 6fr sheath and was deployed in the infrarenal ivc. There were no complications and the patient was transferred back to the intensive care unit. Approximately nine years post implant, serial computed tomography (CT) scan images, taken on four different occasions were submitted for independent review. The impression of the imaging review indicated that the infrarenal ivc filter perforated through the ivc with multiple struts extending extraluminal. The last exam noted that the superior end of the cordis trapease ivc filter is at the l1-2 interspace and is not tilted. All the struts of the ivc filter perforate the ivc. Two anterior struts perforate the ivc wall both and reside within the soft tissues. One medial strut perforates the ivc wall and resides within the soft tissues. Two posterior struts perforate the ivc wall and reside within the soft tissues. One lateral strut perforates the ivc wall and resides within the soft tissues. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without post implant images available for review the reported perforation into surrounding tissues/organs could not be confirmed or further clarified. Chest pain and shortness of breath do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the limited information provided to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately nine months post implant. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation outside the ivc. The patient also reports chest pain and shortness of breath. According to the medical records the indication for the filter implant was deep vein thrombosis (dvt) of the left lower extremity, extending from the femoral vein down to the popliteal vein, in a patient that was status post colectomy for early stage colon cancer, two weeks prior. The post-op phase was also complicated by abdominal pain and renal failure. The patient experienced significant intraperitoneal bleeding due to anticoagulation and required re-exploration. The patient was noted to be on mechanical ventilatory support and prolonged bedrest. The filter was placed via the right common femoral vein through a 6fr sheath and a trapease filter was deployed in the infrarenal ivc. There were no complications and the patient was transferred back to the intensive care unit. Approximately nine years post implant, serial computed tomography (CT) scan images, taken on four different occasions were submitted for independent review. The impression of the imaging review indicated that the infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal. The last exam noted that the superior end of the cordis trapease ivc filter is at the l1-2 interspace and is not tilted. All the struts of the ivc filter perforate the ivc. Two anterior struts perforate the ivc wall both and reside within the soft tissues. One medial strut perforates the ivc wall and resides within the soft tissues. Two posterior struts perforate the ivc wall and reside within the soft tissues. One lateral strut perforates the ivc wall and resides within the soft tissues.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: perforation of filter strut(s) beyond the wall of the ivc with multiple struts perforating the surrounding tissue/organs. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: perforation of filter strut(s) beyond the wall of the ivc with multiple struts perforating the surrounding tissue/organs. As a direct and proximate result of these malfunctions, patient suffered life-threatening, injuries and damages, and required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses, pain and suffering. And other damages.